Manufacturer narrative:
Based on the supplier¿s investigation, the device history record could not be reviewed as a lot number was not provided. The device master record was reviewed and there have been no changes in material, design or production process. The device was not returned for investigation, only photos of the wheel were provided. According to the photos, it appears the bolt is broken at a position between the frame and the casing of the wheel, which could lead to the wheel falling off. However, without the actual device to evaluate they are unable to determine the root cause of the reported incident. The complaint information was provided to the relevant sectors for their awareness. There is no additional action taken at this time. If the device becomes available for evaluation the complaint investigation will be reopened.

Event description:
The enduser/patient was riding in the wheelchair and the right side big wheel fell off. The patient reportedly fell and hit his mouth. No additional information was provided.